Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. -

Event description:
Customer reported that on (B)(6) 2017 he experienced symptoms of shaking and blurred vision and attempted to test using his adc freestyle libre reader, but was unsuccessful due to receiving an error 7 display message upon blood sample application. Customer further reported he was administered a glucagon injection by a family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(s) (device history review) for the freestyle libre reader was reviewed and the DHR(s) showed the freestyle libre reader passed all tests prior to release. Dhrs for the precisions strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precisions strips continue to be safe, effective, and perform as intended in the field. Stability data for precisions strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. A tripped trend review was completed for the reported complaint and precision test strips. No further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) he experienced symptoms of shaking and blurred vision and attempted to test using his adc freestyle libre reader, but was unsuccessful due to receiving an error 7 display message upon blood sample application. Customer further reported he was administered a glucagon injection by a family member. There was no report of death or permanent injury associated with this event.